Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with shortness of breath, due to volume overload, and some breakdown seen on driveline. The driveline was wrapped in rescue tape. There was oxidation noted on with the battery lead after many low voltage alarms. It was re-wrapped. A controller exchange was considered. No equipment was exchanged. The patient was seen in the clinic with controller beeping for the two days prior. The patient stated that the bracket of the white cable typically would blink when the controller would beep. The log files showed multiple power cable disconnects along with an episode of no external power. The patient denied accidentally disconnecting both power sources. The controller white cable was taped and could not come off. Both controller cables were bent near the bend relief where the cable connects to the clips from how the patient wears the holster. The event log displayed multiple strings of power cable disconnects, low power hazard, and no external power alarms intermittent during the 2 day length file. The event appeared to be happening on the white power lead.

Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of ¿many low voltage alarms¿ was confirmed with the submitted log files. The log file captured unexpected power cable disconnect and low voltage advisory/low power hazard alarm events. The unexpected alarm events were related to transient/fluctuating battery fuel gauge voltage values. The alarm events were frequently changing and did not appear to be related to power exchanges or the 14v batteries depleting. It was noted the system controller was connected to at least one power source during these events. The alarm event occurred when the power cables were connected to the 14v batteries/clips. A root cause of the alarms could not be determined during the evaluation. Additional information communicated on 21mar2022 indicated the recommendation was to exchange the system controller. Attempts were made to obtain additional information from the customer regarding the exchange status; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 05sep2019. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ and low flow alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Low flow alarm indicating flow is less than 2.5 lpm. 1. Ensure that the driveline is connected to system controller. 2. Ensure that a power source is connected to system controller. 3. Clinically evaluate patient. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also, in section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Important! Do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.